Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the beginning of a laparoscopic sleeve gastrectomy, the stapler was unable to fire and the surgeon was unable to squeeze the handle although he was able to press the green button. The jaws of the device had also locked on tissue. No patient injury.